Event description:
It was reported that an ilet user experienced multiple stopped insulin deliveries associated with running out of insulin in the cartridge and with occlusion alerts, and a request for support was initiated to understand recurrent occlusions and elevated glucose. Symptoms included hyperglycemia. Outcomes included no reported injury, no medical intervention beyond routine self-management, and no impact to long-term health. Investigation included a review of device logs and outreach to obtain infusion set type, lot numbers, and blood glucose details. Investigation of this case revealed interruptions in insulin delivery due to an empty cartridge and suspected infusion set occlusions. It was concluded that insulin delivery interruptions were attributable to out-of-drug condition and probable infusion site occlusions, with user understanding of occlusion troubleshooting requiring reinforcement. No further information was provided by the user. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.